Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 ipg implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's atrial lead had high impedance, and showed a sudden rise in capture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.